Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the product was not returned to depuy synthes, however photos were provided for evaluation. Visual inspection of the returned photo found the needle with a fragment of the suture broken and frayed. The first plate was not visible in the photo, and the second plate remains inside the needle. The sleeve was broken too. No other anomalies were found. The overall complaint was confirmed as the observed condition of the omnispan meniscal repair 27deg would have contributed to the complained device issue.¿ based on the investigation findings, the potential cause is traced to procedural variables, such handling of the device or product interaction during procedure. It is possible that an excessive force was applied to the suture while tightening. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. There was no non-conformance regarding this lot.

Event description:
This is report 2 of 2 of (B)(4). It was reported that during a meniscal repair surgical procedure it was observed that while using the meniscal deployment gun device and the omnispan meniscal repair 27deg device, it was noted that the device could not fire and the shaft broke. Another like device was used to complete the procedure. There was no report of delay in the procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. No additional information was provided.